Manufacturer narrative:
H.6. Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper molding defect with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that prior to use the plunger was discovered to be deformed with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found 1ea tube plunger stopper was broken.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use the plunger was discovered to be deformed with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found 1ea tube plunger stopper was broken.